Manufacturer narrative:
Submit date: 07/15/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer alleges item number (B)(4) was inserted per IFU. The suture wing came loose from the shaft of the dialysis catheter post insertion, which allowed the catheter to slide up and down post insertion. The sutures were still in place in the patient. Dialysis catheter was removed, discarded and new catheter was inserted.

Manufacturer narrative:
Since the lot number was not provided, a device history record (DHR) review could not be performed. The sample was returned for analysis and investigation; it consisted of one qplus catheter that presented signs of use. Visual inspection was performed and the sample revealed that the suture wing was not present with the catheter. Dimensional testing of the area of the suture wing placement in the hub was performed and as a result the measurements were within specification. In addition, one sealed sample was returned, visual inspection of the sample did not reveal any problem with the suture wing, and it was properly placed in the hub. The reported defect was replicated in this catheter by applying excessive manual force to remove the catheter suture wing from the hub. Manufacturing performed 100% visual inspection for the suture wing and rejects any wing that presents damage. Based on the event description the catheter was in use for 2 days without issues, this implies that the wing was properly place and the issue occurred after manipulation. The suture wing was not returned with the actual sample involved and therefore could not be evaluated. Based on the available information it could be determined that the most possible cause is related to excessive movement or force, sharp objects or aggressive cleaning agents during use. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.